Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation / functional test was performed, no damage identified or signs of malfunction that would contribute to the event, measurements match drawing. DHR review was completed for the subject lot number: 62643855. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported 62643855 for similar events and one other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician inadvertently selects an length of implant that is too long for the depth of osteotomy prepared. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformance's affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. Therefore, based on the available information, device malfunction did not occur. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). B3: date of event unknown / not provided. D6b: some time in (B)(6) 2022. G4: additional PMA/510(k) number ¿ k113753/k112160. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #14 was noted with peri-implantitis. We had noted an increase in pocket depts, infection, and bone loss around the implant. The implant fell out when the patient was at home. When the patient came in after it fell out, we noted a sinus perforation. Symptoms as a result of the event: abscess & edema.

Event description:
Upon follow up, the customer provided the event date and implant removal date.

Manufacturer narrative:
This report is being submitted to relay additional information.